Event description:
It was reported that the user experienced a low blood glucose event during the night after eating more than usual and announcing a usual meal, which led the ilet to deliver insulin across the evening and the user to subsequently overcorrect the low. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting, including guidance on avoiding overcorrection and managing meal announcements. Investigation included review of device data and user history with counseling on use. Investigation of this case revealed no device malfunction and suggested user-related factors associated with meal announcement and corrective actions contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.